Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while working a cardiac arrest and using an io driver, the device failed while inserting the needle and a second driver was needed to complete the procedure.

Event description:
It was reported that while working a cardiac arrest and using an io driver, the device failed while inserting the needle and a second driver was needed to complete the procedure.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.72 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 2.72 seconds. No further testing was attempted. The complaint has been confirmed. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 15.3 dc volts without being activated. Battery voltage measured as 8.2 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed however the data extracted could not be used in analysis as the data was corrupted. However, battery testing concerns the unit failure is related to battery depletion. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 03/2010 and is approximately 8.5 years old. The complaint has been confirmed. Per battery pack analysis data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned.